Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went to change the insulin pump site and she got an alarm and took it out. Customer went to reprime and got a compromised force sensor system alarm. Customer stated that her pump is also cracked. Customer's blood glucose was 64 mg/dl. Customer ate and drank juice. Customer stated that the damage to the pump was caused by a vehicular accident. Customer stated that the infusion set does not show signs of damage. Customer stated that the pump is cracked at the reservoir top. Customer was advised that the pump will need to be replaced. Customer was advised to revert to back-up plan.